Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A quattro catheter was used in patient's temperature management therapy with the thermogard tgxp. During patient use, it was reported that the attending (night) nurse had replaced the initial saline bag with a new 500cc (saline) bag. According to the reporter, an unspecified time after the replacement, it was observed that there was less saline in the bag; however, there was no indication of blood in the luers or leaks in the start-up kit. After further investigation of the catheter (instructed from zoll's clinical field specialist) "pink tinged" fluid was observed. The catheter was ultimately replaced over a guide wire. No known patient consequences reported.

Manufacturer narrative:
Quattro catheter (lot # 64222) was returned to zoll (B)(4) for evaluation. Evaluation of the returned quattro catheter confirmed the customer reported issue. A pinhole leak was found at the medial 2 balloon. The potential cause of the pinhole is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that eventually leads to a pinhole. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength. In addition, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Functional testing was performed; the returned catheter was connected to a pressurized inflation device. When the catheter was pressurized up to 60 psi, a pinhole leak was noticed at the medial 2 balloon. Following the test, all balloons deflated successfully without any issues. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. All infusion ports flushed successfully with no issues observed. Historical complaints were reviewed for service information related to the reported complaint and (B)(6) was reported for quattro lot number 64222 for the same issue fluid leaking due to a pinhole leak at the medial balloon.